Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient called their granddaughter today and said they noticed the recharger is not charging. The caller was not with the patient so was not able to troubleshoot or provide serial numbers. The patient can't hear or see well so they can't call in. The patient usually charges every other day. The caller said the charge usually lasts five days. Agents suggested to the caller for them to check if the green light on the dock is lit up. If it is not lit up have them make sure the plug is plugged in all the way. Also said to make sure the recharger is seated on the the dock all the way. Additional information was received from patient representative. Caller called in stating they were not able to charge the implantable neurostimulator (ins). Reviewed how to use the recharger and the recharger application. The recharger app showed the ins was 100% charged and therapy was off. Caller said the patient wanted to turn stim on. Caller said the patient started to get shaky a couple days ago. Attempted to use the communicator and dbs therapy app to turn stim on but patient got no device response. The following troubleshooting steps were preformed but did not resolve the issue: reposited communicator, caller confirmed they were using the tm91 communicator, app version was 3.0.301, reset communicator, closed app and restarted handset. Patient was redirected to their hcp.